Event description:
Info rec'd indicates the head of the stretcher is stuck in up position.

Manufacturer narrative:
The technician isolated the issue to a worn gas spring. He replaced the gas spring to repair the stretcher.